Manufacturer narrative:
The pv00 was implanted in a 19.3-year-old male patient as a right ventricle to pulmonary artery (rv-pa) conduit during a ross procedure on (B)(6) 2000. The pv00 was explanted on (B)(6) 2019 and replaced with an sgpv after approximately 19.04 years due to pulmonary valve insufficiency when the patient was 38.3 years of age. Young and middle-aged adults requiring aortic valve replacement (avr) represent a challenging patient population. There is an increasing body of evidence that suggests the ross procedure is associated with better long-term outcomes compared with conventional aortic valve replacement in young and middle-aged adults due to superior hemodynamics, no need for anticoagulation, and improved quality of life (mazine 2018). In addition, the ross procedure is the only avr option that has been shown to restore normal life expectancy to that of the general population (mazine 2018). Cryopreserved pulmonary homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Rates of freedom from pulmonary homograft reintervention for cryopreserved pulmonary homografts used for right ventricular outflow tract (rvot) reconstruction during a ross procedure have been reported in the literature, with rates ranging from 92.1%-97.3% at 15 years (mazine 2016, david 2014, da costa 2014, martin 2017, sievers 2018) and 83%-93% at 20 years (mazine 2016, david 2014, martin 2017). Explant of a pulmonary homograft used to reconstruct the rvot in a ross procedure due to pulmonary valve insufficiency after approximately 19 years in a patient who was 19.3 years of age at time of implant is not unexpected and is consistent with published reports from the literature. Valvular insufficiency has been reported with use of cardiac allografts and is included as a potential adverse event in the instructions for use. The root cause of the reported event is most likely structural valve deterioration of the pulmonary homograft resulting in pulmonary valve insufficiency. However, occurring over 19 years after implant, the graft can be considered to have performed within expectations. Valvular insufficiency and degeneration are known potential adverse event associated with the use cryopreserved cardiac allografts. Adequate precautions are provided in the instructions for use. Graft 6621074 was not returned so no direct observations can be made. During the inspection of each cardiac graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes such as holes, tears, disruptions, plaque, etc. According to the processing records, this graft did not contain any attributes that would have rejected the graft. A review of training records indicates that the technician who inspected this graft was appropriately trained at the time the task was performed. Root cause is unknown. The certificate of assurance for pulmonary valve and conduit 6621074 was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. No non-conformances were identified for this graft within the processing records. No findings were identified that could have contributed to the reported event. No further action is needed. The instructions for use lists valvular and perivalvular insufficiency as a potential adverse event that may occur with the use of cardiac grafts. No new risks were identified during the course of the risk management departmental complaint investigation. All risks identified have been mitigated as far as possible and residual risk is acceptable. No further action required. The root cause of the reported event is most likely structural valve deterioration of the pulmonary homograft resulting in pulmonary valve insufficiency. However, occurring over 19 years after implant, the graft can be considered to have performed within expectations. Valvular insufficiency and degeneration are known potential adverse event associated with the use cryopreserved cardiac allografts.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant summary card received via email on (B)(6) 2019 from the implant database team, previously implanted tissue was explanted on (B)(6) 2019. Additional information indicated the patient had a (B)(6) done back in 2000. The surgeon was able to repair the patient¿s autograft and replaced the original homograft with the referenced sgpv. The explanted pv00 was implanted as an rv-pa conduit. It was explanted due to pulmonary valve insufficiency,